Manufacturer narrative:
The device has been returned/received to date. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle deployed late when the pod was activated; this indicates a needle mechanism failure. The pod was worn between 1 and 4 hours.

Manufacturer narrative:
The device was returned not deployed. The download data shows the device completed 46 first prime pulses and was then deactivated after the completion of first prime. During investigation the device deployed normally upon manual rotation of the ratchet gear. No damages or defects were observed that would result in a failure of the needle mechanism to deploy as intended. It was determined that the reported event did not occur as the device was received not deployed.